Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(6) (B)(4) (hcp): information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that patient has pain in their hips and believes that it was due to their device. Patient have the device removed no further complications were reported/anticipated at this time.